Manufacturer narrative:
Findings: unit power up properly after battery installation. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly. Battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery. No unexpected pump error noted during testing. However, the formatted history file confirmed pump error and file number 32000. Unable to determine the root cause. Unit communicated properly with guardian link(3) sensor. No unexpected sensor end alarm or sensor anomalies noted during testing. Unit received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with five different pump errors and prompted him to reset. After resetting the device, he was able to recover and restore his settings. The patient's blood glucose at the time of incident was 141 mg/dl. During troubleshooting the customer performed a normal bolus and the bolus properly recorded in the alarm history. However, the insulin pump was returned for analysis.